Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments were returned for sample evaluation. Along with return sample one photo was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Upon additional evaluation split was noted on the center area of the port septum along with the multiple punctures. Slight blood residue was noted around the circumference of the port septum. A complete diagonal break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of the complete diagonal break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular throughout. Port septum unclear in provided photo due to poor quality image. Therefore, the investigation is confirmed for the identified septum split and catheter break and separation issue. However, the investigation is unconfirmed for the reported port membrane fracture issue as appropriate port septum split issue identified based on sample evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a second chemotherapy session using the power port MRI isp. During the procedure, the drum of the port allegedly found split. The port was removed surgically. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a second chemotherapy session using the power port MRI isp. During the procedure, the drum of the port allegedly found split. The port was removed surgically. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.